Event description:
It was reported that the patient presented remotely for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited undersensing. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited episodes of undersensing. No intervention was performed and patient condition was unknown.